Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomed technician reported that during a case, the cutter would not operate at 2500. The surgeon reduced the cutting speed to 2000 and completed the case without any injury to the patient.